Event description:
A hospital in (B)(6) reported to a distributor that an rt226 infant low flow breathing circuit failed the ventilator leak test. This was observed during set up.

Manufacturer narrative:
(B)(4). The rt226 infant low flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The complaint breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4) method: the complaint rt226 infant low flow breathing circuit was returned to fisher & paykel healthcare in new zealand for inspection. It was visually inspected and pressure tested for leaks. Results: no physical damage was observed to the returned breathing circuit. The pressure test result was also within specification. A lot check was not performed as lot information was not provided. Conclusion: no fault was found with the returned breathing circuit. The user instructions that accompany the rt226 infant low flow breathing circuit state: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported to a distributor that an rt226 infant low flow breathing circuit failed the ventilator leak test. This was observed during set up.